Event description:
"The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges the unit does not heat up. A device was returned to a third-party service center. During the evaluation of the device, the complaint was not replicated, pca burned, device with a lot of contamination of saline solution. Low intensity white led failure. The device was scrapped. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed."